Manufacturer narrative:
The initial reported event of high impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance of the superior vena cava (svc) coil. Artifact was also noted on the electrogram from the can to the svc coil. The svc coil was programmed off. The rv lead defibrillation coil experienced high impedance. The rv lead triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead also triggered a high out of range pacing impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.